Manufacturer narrative:
Failure analysis - the carefusion failure analysis (fa) representative (rep) received obsolete uim (user interface module) assembly without a label, internal uim label is visible and verified. The carefusion fa rep inspected the uim externally, found damages on top side of overlay. The carefusion fa rep installed the uim on to avea test station and attempted to power uim in to user mode but failed. The screen was black and led¿s (light emitting diode) would light up along with an audible alarm. No anomalies during internal visual inspection were found. The carefusion fa rep was able to duplicate and isolate the reported problem to the three volt battery.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported display failure, while using the avea ventilator. The customer reported the rt (respiratory therapist) noticed the failure during self test. There are no known reports of patient involvement associated with the event.